Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cable came apart; a piece was found on the floor during the case. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. (B)(4).